Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported complaints appear to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous right coronary artery that is 90% stenosed. The 3.0x12mm nc trek neo balloon dilatation catheter met resistance with anatomy during advancement; however, once at the lesion the balloon ruptured at 18 atmospheres during the first inflation. Another same size nc trek was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.